Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an unknown surgical valve, unknown implant duration, has been placed under consideration of a valve-in-valve due to unknown reasons. No additional information provided at this time.

Manufacturer narrative:
H11: corrected data: through investigation, there was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness or performance of an edwards device. Additionally, the information received does not reasonably suggest the use, misuse, or malfunction of an edwards device caused or contributed to a patient or user injury, deterioration in state of health, or death. The event is not related to an edwards device. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.